Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was frozen on the detecting cartridge screen. Customer's blood glucose was 215 mg/dl.during troubleshooting with tandem technical support, the issue was resolved.